Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified vessel in the left arm. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the fourth inflations at 14 atmospheres for 2 minutes, the balloon was ruptured. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture. E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified vessel in the left arm. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the fourth inflations at 14 atmospheres for 2 minutes, the balloon was ruptured. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient status was good.